Event description:
It was reported that a da vinci-assisted hysterectomy procedure was converted to laparotomy with an 18mm incision, due to the patient's anatomy. The surgeon stated that the patient had a large uterus that required laparotomy for delivery, as it could not be removed vaginally. The patient was counseled about this possibility preoperatively. Per the surgeon, the case had no adverse events and was not complicated; the conversion was a normal expectation. Per the physician assistant, there were no issues with the system, and the procedure was completed. The patient stated that she was discharged 2 hours after the surgery.

Manufacturer narrative:
Based on the current information provided, the procedure was converted to laparotomy due to the patient's anatomy. No allegation was made against a da vinci system, instrument, and/or accessory, and no product has been returned to intuitive surgical, inc. For evaluation.